Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ mueller hinton ii agar catalog number 211438 which is a preamendment device.

Event description:
It was reported that while using plate mueller hinton ii agar 20 ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.